Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2009. It was reported that the pt's stimulation is not effective. The pt alleges that he has experienced a reduction in benefit from use of the scs system. The pt is currently working with his implanting physician to determine the next course action in this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.